Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch verioiq meter displayed an error 4 message. The complaint was classified based on the customer care advocate (cca) documentation as it was not possible to contact the patient with follow-up questions. The patient claimed that the error 4 message appeared when she conducted a control solution test at 10am on (B)(6) 2016. The patient manages her diabetes with oral medication, diet and exercise. She reported that she exercised at 5pm on (B)(6) 2016. She claimed that 8 hours after the start of the alleged issue, she developed symptoms of "high blood sugar". No physical symptoms were specified. The patient denied receiving any treatment for her symptoms. During troubleshooting, the cca noted that the patient was not using the meter for the first time. The cca also noted that the patient's test strips had been stored correctly and were within expiry date. The patient described the correct testing steps and she confirmed that the test strip completely drew in the sample. At the time of the call, the patient did not have testing supplies available to perform a retest and the issue remained unresolved. Replacement products were sent to the patient. From the information provided, the patient did not suffer signs or symptoms indicative of an acute diabetes excursion. However, this complaint is being reported because the alleged issue was not resolved during troubleshooting.